Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was not cycling properly. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was not cycling properly. The device was removed and replaced. There were no patient complications.